Event description:
Pt reported that the infusion sets, from this lot, have been breaking, resulting in insulin leakage. Pt stated that their blood glucose has been elevated, which they attributed to both insulin leakage and steroids in their new medication. Pt self-treated by changing their infusion set.